Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter could not be replicated in a testing environment due to the condition of the returned guide wire. The proximal coil was separated from the marker solder. Based on a visual and dimensional inspection, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, the returned device analysis found that the proximal coil was separated from the marker solder. Additional reported information indicates that cath lab staff did not notice the separation and it is unknown if the separation occurred during use or after use due to handling. No additional information was provided.

Event description:
It was reported that during the procedure, a 014 balance middleweight elite guide wire was used successfully in multiple coronary arteries, one of which was for treatment of a chronic total occlusion. During use of the guide wire in the non-calcified posterior descending artery, a 2.5x12 non-abbott dilatation catheter was advanced over the guide wire without resistance and the balloon was inflated multiple times between 10-14 atmospheres. During removal of the dilatation catheter over the guide wire, resistance was felt; therefore, both devices were removed as a single unit. No force was applied to the guide wire. Outside of the anatomy, the guide wire was inspected and a rough spot on the distal segment of the guide wire was noted. There was no breakage or separation. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.